Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio st (device #5) may have caused or contributed to the reported event. The attorney alleges that the patient had injuries and underwent surgery for partial removal of the device; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio st(device #5). Additional mdrs will be submitted to for each of the other bard/davol devices with claims alleged. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x (device #1) on (B)(6) 2006. An unspecified bard/davol ventralight st (device #2) on (B)(6) 2012. An unspecified bard/davol ventrio st (device #3, device #4 and device #5) on (B)(6) 2017, (B)(6) 2017 and (B)(6) 2018. It is also alleged by patient attorney that the patient had unspecified injuries and on or about (B)(6) 2017 underwent surgery for the partial removal of the mesh products implanted on (B)(6) 2006 and (B)(6) 2012. (Devices #1 and #2). It is also alleged by the patient's attorney that the patient underwent additional surgeries to revise the mesh implants on or about (B)(6) 2017, (B)(6) 2017 and (B)(6) 2018. (Devices #3, #4 and #5). As reported, the patient is making a claim for an adverse patient outcome against the composix e/x (device #1), the ventralight st (device #2) and the three (3) ventrio st (devices #3, #4, and #5). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."